Event description:
The pt reported the connector that attaches the infusion set tubing to his insulin infusion device broke off. He stated he did not pull it on anything. He said he discarded the infusion set tubing. The pt was assisted in attaching and priming another tubing. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.